Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up was received indicating that there was no reprogramming performed.

Manufacturer narrative:
Concomitant medical products: 4092-52 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent atrial undersensing noted on atrial high rate episodes. Follow-up with the physician's office did not yield any additional relevant information. The atrial lead remains in use. No patient complications have been reported as a result of this event.